Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10219164. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with (B)(4).

Manufacturer narrative:
During insertion the enterprise vrd system (enf452812 / 10219164) would not advance into the hub of the prowler select plus 150/5 cm 45 shape (606s255fx / 15786082) microcatheter (mc). There was no report of patient injury. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. No other products were used with the concomitant devices prior to the reported event. It is unknown if other devices were used with the concomitant devices after the reported event. Both the complaint device and the prowler were removed as one unit. It was verified that the enterprise introducer was fully seated in the hub of the microcatheter. There was no patient and/or target lesion information reported. (B)(4). A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4).lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10219164. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4). A non-sterile unit of enterprise vrd and delivery system was received coiled in a plastic bag. Delivery wire, and introducer tube were received, the stent involved was not received for analysis. There were no anomalies or defects detected in the received components during this visual analysis. Additionally, a non-sterile prowler select plus 150/5 cm 45 microcatheter was received coiled inside a plastic bag. The hub was inspected and no damages were noted on it. The body of the device was inspected and no damages were noted on it. The ID of the microcatheter was measured and was found within specification. The returned prowler was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly through to the microcatheter¿s distal tip. After that the microcatheter was flushed again using a lab sample syringe (nipro) and after that an enterprise cordis lab sample was introduced into the microcatheter and it advance smoothly through to the microcatheter¿s distal tip without any difficulty. With analysis of the returned prowler select plus microcatheter there were no obstructions or anomalies found and no discrepancy with functional testing with advancement of concomitant devices including a lab sample enterprise vrd. Full functional testing of the involved enterprise could not be evaluated since the stent was not received; however there were no damages to the returned components and no discrepancy with advancement of the delivery wire through the returned microcatheter. It was reported that the introducer was fully seated; however, if it is not secured and moves backward during introduction of the stent, a gap will be created in which the stent will expand and create resistance and inability to advance further. Based on the available information it cannot be concluded if this procedural factor may have contributed. Based on the analysis of the returned components there is no indication of any manufacturing or performance issues. Therefore, no corrective actions will be taken at this time.

Event description:
The complaint received states that during use the enterprise vrd and delivery (enf452812 / 10219164) was impeded in the hub of the select plus 150/5 cm 45 shape (606s255fx / 15786082) and would not advance. ¿the stent was not advanced in the m/c hub¿. There was no report of injury for the patient. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. A prowler select plus (45-606s255fx/15786082) microcatheter was used for the procedure. No other product were used with the concomitant devices prior to the reported event. It is unknown if other devices were used with the concomitant devices after the reported event. Both the complaint device and the prowler were removed as one unit. The event occurred during insertion into the hub. There was no patient and/or target lesion information reported.